Event description:
Pt had bilateral subglandular inframammary gels (unk type/size/MFR - no records) in '78 for augmentation. Pt c/o increased lt-sided firmness and pain for 1 yr. No history of trauma or decreased size. Pt has no systemic symptoms but has gained weight in intervening yrs with increased cholesterol. Pt is otherwise healthy.